Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, complication in site preparation (buccal lamella at implant shoulder very thin and had a crack), preceding/simultaneous bone augmentation, mobility, connective tissue healing.